Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation and implant "feels different and is softer and smaller". This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side implant "feels different", is "softer and smaller" and deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, a crease fold, wear abrasion, and yellow particles. A leak test was performed and found an opening on the radius side. A microscopic analysis was performed which identified a smooth crease opening on the radius side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on radius assessed a fold flaw opening.

Event description:
Patient reported right side implant "feels different", is "softer and smaller" and deflation. Device was explanted.

Event description:
Device was explanted.